Event description:
Pt was burned when facility used a warming unit without a warming blanket. Injury without a warming blanket. Injury progressed to muscle necrosis necessitating amputation. Facility report attached as pages 3 and 4 of this report.